Manufacturer narrative:
Complaint evaluation: following the initial call, the device was not evaluated as the customer declined service and noted it was being scrapped. Customer resolution and conclusion: philips is unable to rule out that a malfunction did not occur. As additional information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time.

Event description:
It was reported to philips that the device will restart on its own. There was no patient involvement.